Event description:
It was reported that this patient was experiencing pain around the implant. The device was unable to be interrogated by the communicator. The device remains in service. No adverse patient effects were reported.